Manufacturer narrative:
A fourth single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further inspection noted an incomplete seal between the guide tube and port tube of the bag. A functional leak test was performed and a leak was observed near the guide tube and port tube of the bag. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted for lot se18kk3 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number ¿ se18lf8, se18kc1, and se18kk3 for the four reported events, three single-use devices were received at the plant for evaluation. For two of the returned devices, visual inspection and underwater leak testing were performed, and a leak was observed from the port tube seal of each sample. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. For one of the returned devices, a visual inspection was performed and noted holes in the sleeve indicating the device had been used. Further inspection noted a hole in the port tube line where a needle had passed. The tube had two cut lines in the port tube and one of the cut lines was leaking. The reported condition was verified. The cause of the condition was determined to be mishandling of the device by the user. A batch review was conducted for se18lf8 and se18kc1 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four 2l eva bags leaked. Two bags leaked from the port, one bag leaked from an unspecified location, and one bag leaked from the clamp. All four events occurred before patient use. There was no patient involvement. No additional information is available.